Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. A request was made to have data from this device analyzed. This s-ICD was explanted and replaced with the same model. No additional adverse patient effects were reported.